Manufacturer narrative:
The complainant reported that the lot number of the clip was 257412570; however, the lot number could not be found in the system. Thus, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter deploy. It was also noted that there was abnormally high resistance felt before the handle spool reached the end and eventually, the control wire broke in the device handle. Reportedly, the device was manipulated and had to be forcefully removed off tissue, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.